Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a reaction during programming. The patient saw their neurologist and when they went to put the 8840 against the patient's implant, they suddenly started seizing up on his right side. His right eye seized closed and his right arm seized. He also started moaning in excruciating pain. The healthcare professional thought the battery on the patient's programmer was dying. When the nurse was changing the batteries, she noticed the stimulation was off and that¿s why the patient had the reaction. The patient said that he knows what its like having stimulation off and it "was not like that". It was the worst pain he had felt in his life. The doctor turned stimulation back on and went to program his right side again when the same thing happened. He seized up on his right side and started screaming. This occurred a third time. The doctor stated that the patient was at the top of the range for his dbs and that she couldn¿t ever program him again. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient's hand hit the tablet and unintentionally turned off the ins. The event was clarified as the patient was not seizing, but rather having a capsular side effect.